Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer yes d9: returned to manufacturer on: 07-apr-2025. Investigation summary bd received 5 samples for investigation. The returned samples were investigated and no gel defects relating to poor barrier separation was identified. No additive abnormalities were identified which would cause poor barrier. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier separation as all samples met specifications. Complaints for sample quality were not under statistical control for the month of (B)(6) 2025; therefore, factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. No floating clots were observed. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed blood clot remains at the top of the sample after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed blood clot remains at the top of the sample after centrifugation on unspecified number of tubes. No patient impact reported.